Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pvi atrial fibrillation pfa procedure, after catheter preparation and insertion into the sheath, air was aspirated. The sheath was replaced and the same issue occurred. The second was replaced which resolved the issue. The procedure was completed with the third sheath with no adverse patient consequences.